Event description:
The pt reportedly had a skin flap infection (staphylococcus aureus). The pt was given a course of antibiotics (viaxin) to treat the infection. However, the infection did not resolve and a decision was made to explant the device. The pt's device was explanted.